Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power and the battery cap was not able to be removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-mar-2019 with the following findings: during investigation, the call service 052 alarm in pump history on date of reported no power to pump. The pump was returned without battery cap, used test cap for all steps, was able to insert/ remove test battery cap fluently. A test battery cap attached securely to pump.th pump was exercised for 12 hours with no power issues occurring. Pump opened; no damage or moisture found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.